Manufacturer narrative:
Product event summary: analysis did not confirm the customer comment that the radio frequency programmer head had intermittent telemetry with devices, however the programmer head did fail all uplink amplitude tests and the cable was very twisted, therefore the head's cable was replaced, and found that the rubber portion of the programmer head's label was gone and therefore the label was replaced. The head then passed all final electrical testing as well as a bench systems test.

Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry with device. The rf head was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry with device. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).